Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when both the atrial and right ventricular leads were inserted into the header of the implantable cardioverter defibrillator, there was no sensing noted and the leads were able to be removed without retracting the setscrews. Then both of the leads were re-inserted and secured; atrial and ventricular sensing were obtained. The patient was in stable condition.